Event description:
False positive advia centaur (B)(6) results were observed with lot # 228 by the customer on five patient samples and considered discordant when compared to a reference laboratory (B)(6) test results. The customer performed repeat testing on the discordant samples and the results remained (B)(6). There was no known report of adverse health consequences due to the (B)(6) advia centaur (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced a bent rp1 probe, performed a system rinse and on a follow up visit replaced a leaky wash block, however, no conclusion can be drawn that the parts replaced contributed to the false positive results. The cause for the (B)(6) results with (B)(6) lot # 228 is being investigated. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."

Manufacturer narrative:
(B)(4). Internal studies have confirmed that this increased reactive rate is not within the resolved specificity as stated in the performance characteristics section of the instructions for use, distributed outside the us: (B)(4). As a result, urgent field safety notice, (B)(4), was issued to siemens' customers outside the us april, 2012.